Event description:
A discordant, falsely low blood urea nitrogen (bun) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the vacuum pressure on one side of the compressor to be low and a clogged dilution wash up down aspirate probe. The cse replaced the diaphragm and reaction tray wash unit drain valve 1, and proactively ordered a compressor for the customer. The cse also flushed the dilution wash up down aspirate probe. Quality controls and calibrations were run, all resulting within range. The cause of the discordant, falsely low bun result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.